Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that prior to a surgical procedure, the bur broke and exited the attachment. It was also reported that the event caused a 60 second delay. It was further reported that no adverse consequences occurred as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that prior to a surgical procedure, the bur broke and exited the attachment. It was also reported that the event caused a 60 second delay. It was further reported that no adverse consequences occurred as a result of this event. It was further reported that the procedure was completed successfully.